Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced lightheadedness and dizziness while driving. The right ventricular (rv) lead had high rv output with intermittent non-capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the lead was not returned for analysis. However, performance data collected from the device was received and analyzed - 3531 high impedance paces were recorded since a lead warning on (B)(6) 2012.